Manufacturer narrative:
According to the report, bioglue was applied to the proximal and distal false lumens and suture lines in ascending aorta replacement surgery for acute aortic dissection. About three months later, CT scan revealed two holes (redissections) and false aneurysm in the aorta. Reoperation was performed with no complications. The surgeon noted that bioglue was used with great caution such as de-airing, application in dry conditions, and proper dosage. However, the surgeon recognized that he did not fully conduct priming. Therefore, he assumed that the redissection and the formation of the false aneurysm were caused by insufficient priming. Insufficient priming can possibly lead to insufficient adherence and/or polymerization, which could lead to redissection and false aneurysm formation. When adequate priming is not performed, proper mixing of the components cannot be ensured which can hinder proper adhesion of the tissue layers. Complete mixing of the components is required to create the adhesive bond between the tissue and bioglue. The surgeon indicated that he did not perform sufficient priming. Therefore, the reported event is most likely due to user error. Instructions for proper priming are included in the bioglue instructions for use (IFU).

Event description:
Bioglue was applied to the proximal and distal false lumens and suture lines in an ascending aorta replacement surgery for acute aortic dissection. Approximately three months later, a CT scan revealed redissection and false aneurysm in the aorta. Surgical intervention was performed. The surgeon has indicated he did not sufficiently prime the syringe prior to application. He believes this was the cause of the redissection and formation of the false aneurysm.

Manufacturer narrative:
This event was initially reported to cryolife on 08/23/2012. However, additional information was received on (B)(4) 2013 indicating that there was impact to the patient. As such, the report is being submitted at this time. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.